Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal multiple tampons fell apart leaving pieces inside her vaginal cavity. She was able to manually remove the remaining pieces of pledget and did not seek medical attention. She stated she has been experiencing swollen ovaries and tenderness in that area. She was unsure if it was related to the tampons falling apart. Multiple attempts have been made to obtain further information regarding the consumer¿s outcome and medical treatment, if any, however, no further information has been received.